Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles within a day's use. The customer stated that she would check beforehand to ensure that there were no air bubbles during the fill process, but the air bubble would form thereafter anyway. The customer also noted the smell of insulin. She declined troubleshooting assistance with the matter and declined to provide the blood glucose reading. Nothing further reported.